Event description:
It was reported that a loose pin connection was suspected to be the cause of high lead impedance readings. The device was explanted. It was then discovered that the lead had dislodged. It was repositioned and use continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that a loose pin connection was suspected to be the cause of high lead impedance readings. The device was explanted. It was then discovered that the lead had dislodged. It was repositioned and use continued. No patient complications have been reported as a result of this event.